Manufacturer narrative:
Findings: the bolus wizard functioned properly per bolus wizard feature examples in the 523/723 user guide. Passed displacement test, rewind test and basic occlusion test. Unable to prime during prime a33 test due to faulty sensor resistor. No cracks near reservoir compartment, however, broken reservoir tube lip noted. Minor scratches on lcd window, cracked case at lcd window corners, scratches on reservoir tube window, cracked battery tube threads, stained end cap sticker and missing address/serial number label.

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 140 mg/dl at the time of the call. The customer stated that the pump fell and cracked while doing push ups at the gym. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.